Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported pericardial effusion was procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure using a therapy cool path ablation catheter, a pericardial effusion occurred. After the left pulmonary veins had been isolated with a therapy cool path ablation catheter, the physician checked for any remaining activation potentials by pacing with the ablation catheter in the left inferior pulmonary vein. The pt became hypotensive, bradycardic, and reported dizziness, an echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed, which stabilized the pt. The pt was taken to the ICU in stable condition for observation. There were no performance issues with any sjm device.